Manufacturer narrative:
The manufacturer¿s field service engineer (fse) was dispatched to the site and confirmed the rail 35v failure-111b. After the required part was ordered and confirmed to have arrived, the fse evaluated the device and identified multiple issues. Confirmed the event log codes 1104- backup alarm failed, 1115- aux alarm supply failed, and 111b were present. The unit was also found to contain an aftermarket internal battery, and the touchscreen did not function properly, exhibiting freezing behavior following touchscreen calibration performed by the fse. The battery-related issue and the touchscreen issue were documented under separate records. To address the rail 35v failure-111b, the fse replaced the power management (pm) printed circuit board assembly (pcba). Upon powering on the device, a c-bit battery failure alarm was displayed, and event code 1124-battery failure was logged. As a result, the replacement pm pcba was removed, and the original pm pcba was reinstalled. The fse submitted a service quote to address the additional issues identified with the unit. The investigation is ongoing.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powers on, begins alarming, and will not power off. The device generated alarms for 111b- 35v failure, 1115- auxiliary alarm supply failure, and 1104-backup alarm failure, and was subsequently removed from service. The unit was not in patient use at the time of the event, and no patient involvement or impact was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The following error codes were logged: 1115, 111b, and 1104. Diagnostic review confirmed that the 35v readout was zero on the pneumatics screen. The installed power management (pm) printed circuit board assembly (pcba) part number displayed on the ventilator information screen was 1055906; however, for remediation under fco86600066, the correct part number should be 1153636. Review of the unit¿s service history confirmed that field correction order (fco) 86600066 had not been completed and was previously listed as ¿not found.¿ the recommended repair actions for the logged codes all identify the pm pcba as a possible root cause. As a result, remediation under fco86600066 has been requested. The customer was advised that, if the fco does not resolve the issue, further repair steps will be discussed at that time. The unit remains down and out of service pending completion of the fco. The investigation is ongoing.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.